Event description:
It was reported that during interrogation of a device, the customer received an "invalid data error" message. No further information was provided. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis confirmed the presence of a data storage - diagnostics problem. There was one mode switch episode that lasted over 11000 seconds on (B)(6) 2010. The episode could not be viewed and the beat to beat data had been overwritten.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.